Event description:
It was reported that the gastrointestinal videoscope had a weak angle. There was no report of patient harm. The device was returned, evaluated, and a foreign object was found in the nozzle. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
E1: establishment name: (B)(6). The device was returned to olympus for evaluation of the reported issue. It was found that the bending angle in the up direction and the play of the upward/downward knob were not within the standard value due to wear of the angle wire. In addition to the foreign object found in the nozzle, other evaluation findings are as follows: the bending tube was deformed; the adhesive on the bending section cover was chipped; the water removal ability did not meet the standard value due to clogging of the nozzle; the forceps could not be inserted smoothly due to damage on the channel tube; the adhesive around the objective lens was peeled; the connecting tube was wrinkled; switch#4 was worn; the paint on the air/water cylinder was peeled; and there was a lack of image on the monitor due to dirt on the objective lens. Lastly, there were scratches on the following parts: the plastic distal end cover, the connecting tube, the image guide protector, the scope connector cover unit, the scope connector, the universal cord, the grip, the switch box, switch#1, the forceps elevator lever, the forceps elevator knob, the upward/downward knob, the right/left knob, and the control unit. The foreign material found has been attributed to insufficient cleaning. The customer provided the cleaning, disinfecting, and sterilization process as follows: the device was cleaned, disinfected, and sterilized before it was sent in for repair. The customer has no idea about the nature of the foreign material. There was no delay in the start of the precleaning and no abnormalities in the accessories used for reprocessing. It is unknown if the customer flushed the air/water nozzle with water and air or if they wiped/brushed the air/water nozzle with clean lint-free cloths, brush, or sponges. It is also unknown if the customer also flushed the air/water nozzle channel with the detergent solution. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the foreign material could not be identified. A definitive root cause for the remaining foreign material could not be established. The event can be detected prevented by handling the device in accordance with the following section of the instructions for use: [inspection of entire endoscope]. 8. Visually check that there are no abnormal protrusions, dents, deformations, or other abnormalities in the air, water supply nozzles at the end of the endoscope. [Inspection of objective lens surface cleaning function]. When using the spray button. (A) water supply inspection. 1. Cover the hole in the spray button with your finger. 2. Push the button all the way in (two steps) while keeping the hole covered. Verify that water flows across the endoscopic image. (B) inspection of spray. 1. Cover the hole in the spray button with your finger. 2. While keeping the hole covered, push the button halfway to the end (one step). Confirm that a mist of water is sprayed across the endoscopic image. Olympus will continue to monitor field performance for this device.